Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties and acute thrombosis occurred. The lesion being treated was 99% stenosed left anterior descending artery (lad). The lesion was pre-dilated with a maverick 2.5 x 15 mm balloon. The physician implanted a taxus express2 8.8% 3.00 x 20 mm drug eluting stent in the mid lad and deployed it at 14 atms. Upon deflation the balloon was sticking to the stent. Attempts were made to free the balloon and the guide catheter "deep throated" down the vessel. The balloon did release from the stent. There appeared to be poor flow in the stent treated area. The physician used nipride and an angiojet to restore flow to the vessel. The physician also placed a vision 3.0 x 15 mm stent distal to the taxus stent and deployed it at 14 atms. In the opinion of the physician, this was an acute thrombosis. The pt's condition is reported as good.